Event description:
(B)(4). Implanted approx 5 years ago. Since then I have: gained over 70lbs; incontinence; zero libido; depression; hair loss; constant headaches; unexplained rashes/breakouts; acne; cramping; heavy bleeding.